Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Subsequently, it was reported that the pump shut down unexpectedly. Customer's blood glucose level was 150 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy and also confirmed that manual injections are available.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issues were verified. Based on the analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.